Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited pause episodes, but all appeared to be false positives. The pause episodes were caused due to transient loss of electrode contact. No interventions were made. The patient was stable.